Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "has had glitches." There was no reported impact to the customer's blood glucose level. Contact declined troubleshooting and declined to provide additional information regarding the reported issue.